Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings:a review of the black box showed loss of prime warnings had occurred on 05/02/2015. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no errors, alarms, or warnings. The pump was exercised for 24 hours with no issues occurring. The pump cover was removed and there were no defects found to the force sensor circuit. The force sensor resistance measurement and force sensor calibration were both within required specifications. The complaint could not be duplicated on investigation.